Event description:
Boston scientific received information that this device had a battery monitoring voltage of 2.54 v after approximately (B)(6) of implant. This device is part of the shortened replacement window advisory, originally communicated (B)(6) 2007. It was unknown if the device was exhibiting the advisory behavior therefore technical services advised that the device follow-up intensify to monthly. (B)(6) later, the device reached the elective replacement indicator due to the charge time. No adverse patient effects have been reported.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Our company received additional information over three months later that this device was explanted and returned for analysis.